Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 1000 mcg/day via an implanted pump for intractable spasticity and cerebral palsy. The baclofen lot number was unable to be obtained. The event date was (B)(6) 2016 (year is accurate) and the patient was in baclofen withdrawal. The hcp tried oral baclofen but the patient required too much and due to the hardware and the patient's physical status, he decided to implant a catheter in the ventricle on (B)(6) 2016. It was unknown what environmental/external/patient factors may have led or contributed to the issue. Catheter access port aspiration showed no flow. Interventions/actions taken to resolve the issue included oral baclofen and surgical intervention. The issue was resolved at the time of this report and the patient's status was "alive-no injury". It was further reported the hcp replaced the pump as well since he was concerned that he manipulated it too much taking it out and may have punctured it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.